Event description:
It was reported that an unspecified continuous glucose monitor (cgm) connectivity issue occurred. The date of the event is an approximation. According to a report received via the tandem customer technical support team, the patient was hospitalized and experienced issues with cgm connectivity. During this time, the patient encountered two sensor failures. A sample sensor was provided by the healthcare provider (hcp) for the patient to use; however, pairing attempts with the replacement sensor were also unsuccessful. Multiple attempts to contact the patient for additional event details were made but were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.